Event description:
The customer reported the cufflator is missing the front face plate and the dial needle. The customer reported the plate ring is corroded. The customer did not provide a date when the issue was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product confirmed the issue; the o-ring is corroded. Reported issue of missing needle and face plate is not confirmed. Needle moves up and holds pressure. Needle does not reset to zero, instead it returns to its initial position below zero. No readings taken since needle does not reset to zero. Note: the instructions for use has a statement: the cufflator should be calibrated annually, or if measurements fall outside of a specified range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. For service/repair: never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. Return all cufflators to the posey company for repair. (B)(4).